Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. 626799) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "ID you undergo an essure confirmation test". The patient's past medical history included haemorrhage in pregnancy, unintended pregnancy and abdominal pain. Concurrent conditions included urinary frequency, kidney stones, gerd, uterine bleeding and body mass index normal. Concomitant products included tramadol for pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 2 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating/ abdominal pain"), back pain ("severe lower back pain even when not menstruating"), arthralgia ("hip pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), headache ("worsening of her headaches/ headaches"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), endometriosis ("endometriosis") and pelvic adhesions ("adhesions"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), tooth loss ("tooth loss"), insomnia ("insomnia"), vaginal infection ("chronic vaginal infections"), ovarian cyst ("right ovarian cyst"), abdominal pain ("abdomen pain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy, during which fallopian tubes were both removed), surgery (partial salpingectomy;laparoscopy)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, menorrhagia, dental caries, tooth loss, insomnia, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia, weight decreased, endometriosis and pelvic adhesions outcome was unknown, the genital haemorrhage, migraine, vaginal haemorrhage, ovarian cyst and abdominal pain was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, insomnia, menorrhagia, migraine, ovarian cyst, pelvic adhesions, pelvic pain, tooth loss, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she reported that she had bleeding in pregnancy. It was reported that she was able to visualize the coils sticking just outside the tubal ostia into the uterine cavity. Since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records:uterine haemorrhage (confirming genital haemorrhage ) quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. 626799) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "ID you undergo an essure confirmation test". The patient's past medical history included haemorrhage in pregnancy, unintended pregnancy and abdominal pain. Concurrent conditions included urinary frequency, kidney stones, gerd, uterine bleeding and body mass index normal. Concomitant products included tramadol for pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 2 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating/ abdominal pain"), back pain ("severe lower back pain even when not menstruating"), arthralgia ("hip pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), headache ("worsening of her headaches/ headaches"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), endometriosis ("endometriosis") and adhesion ("adhesions"). On (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), tooth loss ("tooth loss"), insomnia ("insomnia"), vaginal infection ("chronic vaginal infections"), ovarian cyst ("right ovarian cyst"), abdominal pain ("abdomen pain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy, during which fallopian tubes were both removed), surgery (partial salpingectomy;laparoscopy)) and surgery (partial salpingectomy;laparoscopy)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, back pain, arthralgia, menorrhagia, dental caries, tooth loss, insomnia, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia, weight decreased, endometriosis and adhesion outcome was unknown, the genital haemorrhage, migraine, vaginal haemorrhage, ovarian cyst and abdominal pain was resolving and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, abdominal pain lower, adhesion, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, headache, insomnia, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth loss, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: she reported that she had bleeding in pregnancy. It was reported that she was able to visualize the coils sticking just outside the tubal ostia into the uterine cavity. Since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via medical records:uterine haemorrhage (confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received . Concomitant disease added. Event weight fluctuation replaced with weight loss, endometriosis and adhesion added. Event outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain even when not menstruating"), arthralgia ("hip pain, even when not menstruating"), menorrhagia ("abnormally heavy menstrual bleeding"), dental caries ("tooth decay"), tooth loss ("tooth loss"), insomnia ("insomnia"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (bilateral salpingectomy, during which fallopian tubes were both removed). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, dental caries, tooth loss, insomnia, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia and weight fluctuation outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, dyspareunia, headache, insomnia, menorrhagia, pelvic pain, tooth loss, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure (batch no. 626799) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "ID you undergo an essure confirmation test." The patient's past medical history included haemorrhage in pregnancy, unintended pregnancy and abdominal pain. Concurrent conditions included urinary frequency, kidney stones, gerd and uterine bleeding. Concomitant products included tramadol for pain. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 2 months 31 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), headache ("worsening of her headaches/ headaches"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), migraine ("migraines") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On 1-jan-2009, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating/ abdominal pain"), back pain ("severe lower back pain even when not menstruating"), arthralgia ("hip pain, even when not menstruating"), dental caries ("tooth decay"), tooth loss ("tooth loss"), insomnia ("insomnia"), vaginal infection ("chronic vaginal infections"), weight fluctuation ("weight fluctuations/weight gain/weight loss"), ovarian cyst ("right ovarian cyst") and abdominal pain ("abdomen pain"). The patient was treated with surgery (bilateral salpingectomy, during which fallopian tubes were both removed), surgery (partial salpingectomy;laparoscopy)) . Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, menorrhagia, dental caries, tooth loss, insomnia, headache, vaginal infection, vaginal discharge, dyspareunia and alopecia outcome was unknown and the genital haemorrhage, weight fluctuation, migraine, vaginal haemorrhage, ovarian cyst and abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, dental caries, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, insomnia, menorrhagia, migraine, ovarian cyst, pelvic pain, tooth loss, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure. The reporter commented: she reported that she had bleeding in pregnancy. It was reported that she was able to visualize the coils sticking just outside the tubal ostia into the uterine cavity.since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Concerning the injuries reported in this case, the following one/ones were reported via medical records:uterine haemorrhage (confirming genital haemorrhage). Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease were added. Suspect drug indication and lot number. Added events abnormal bleeding (vaginal),abnormal uterine bleeding, migraines, weight gain / loss, right ovarian cyst. Updated events and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.